Event description:
Customer's meter was prompting error 2 message. The issue was unresolved with troubleshooting. The customer did not experience any symptoms or adverse events. The meter has been replaced for customer.